Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information is received, a supplemental medwatch will be filed.